Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient thought he was having a stroke and called emergency medical services (ems). The cgm displayed 105 mg/dl at the time of the event; however, his bg per ems was 34 mg/dl. The patient was treated with glucose, fluids via intravenous (IV) therapy and transported to the hospital. In the emergency department (ed), a computed tomography (CT) scan was done, the IV fluids were continued, and the patient was released later that day. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.